Event description:
It was reported that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. It was stated that the insulin pump was exposed to several mris last week and the customer had problems with hypoglycemia since then. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.